Event description:
It was reported that post a stenting treatment procedure, the patient experienced an allergic reaction. Following the implant of a promus element drug-eluting stent in april 2012, the patient experienced redness over their entire body. The patient took cortisone and redness disappeared; however, when the patient stopped taking the cortisone, the redness returned. Additional information has been requested and is not available.

Manufacturer narrative:
Updated: age at time of event, describe event or problem, other relevant history, catalog/model #. Upn - search, upn corrected from unk634 to h7493911312300 (B)(4).

Event description:
It was further reported that allergic reaction started 7 month post stenting procedure and has been ongoing. No additional complications were reported. There was no indication of a malfunction of the promus element stent delivery system (sds). The physician believes that the redness was not related to the sds.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).